Event description:
Broach handle broke during surgery.

Manufacturer narrative:
Part of same surgery as reported in 1644408-2007-00316 for the drill bit. Info received on 01/2008 clarified that the broach handle failure was considered a separate significant risk. Device evaluation anticipated, but not yet begun. Since no lot number was given, the date of manufacture is unknown.